Event description:
After 1 month from surgery, x-ray showed the connector had become loose and come off from the rod. The surgeon has not taken any surgical treatment because there are no symptoms for the pt.